Event description:
It was reported to medtronic neurosurgery that a strata ii valve was not patent upon insertion. It was also reported that another valve was used to complete the surgery and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Therefore the condition of the complaint could not be verified by laboratory personnel. Proteinaceous debris was noted within the device. The instructions for use indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).